Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on her insulin pump was not working. The customer's blood glucose was 10 mmol/l. The customer states the time was advancing so the display was not frozen. Customer states that numbers are not ramping on their own and the scroll bar was not moving with no input. Customer states that there was no response from any button. Advised the customer that the pump will need to be replaced. Advise the customer to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.